Event description:
The customer reported approximately fifteen (15) milliliters of clear fluid overflowed from the white blood cell (wbc) and red blood cell (rbc) baths involving the coulter act diff 12 analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; there was no patient consequence. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) bath did not drain. The fse discovered dried blood (clot) in the tubing at pinch valve vl14 and removed the blockage to resolve the issue. The fse performed multiple system startup and shutdowns, patient reproducibility, and system verification. No issues were noted. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).